Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported through doc matter about the vasoview hemopro 2 used for an endoscopic vein harvesting procedure. They would like the automatic shut-off that exists in the hemopro ii to be eliminated. It doesn't tend to be an issue very often, but it has led to a few kits having to be replaced during the case. It is particularly seen and particularly a time-sensitive problem when we are doing radial harvests with tourniquet time. The fascia cutting seems to take a lot more energy than the vein or artery branches. They have worked to "flash" the cautery so it doesn't happen, however, that is not something newer harvesters remember to do. In addition, it has lead to some overuse injuries."

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4) analysis of production: (3331/213/67) a lot history record review was completed for lots 25161227, 25161628, and 25161873 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.